Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately calcified and mildly tortuous vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while doing the last run after viewing the implanted stent, the catheter was unable to be removed from the patient's body into the guide catheter. The catheter was pulled back with the buddy wire, and when it was about to advance a guidezilla guide extension catheter, the opticross was able to be dislodged and removed. The procedure was then completed. There were no patient complications reported.

Manufacturer narrative:
The opticross hd imaging catheter was returned for analysis. Kinks were observed in the sheath and telescope assembly during the visual inspection. During product analysis it was observed that the catheter was functionally tested, and the guidewire exit port assembly was found damaged (deformed/lifted) and kinks were observed in the sheath assembly. During product analysis it was observed that the catheter was functionally tested, and it did not show any damage that could contribute to the complaint, catheter is able to cross without issues. Regarding the encountered kinks in the sheath and telescope, these are often caused by the action of external forces over the material, such bending forces could be encountered during the procedure at several stages, mainly during telescoping action, and during handling or manipulation of the device by the user. A kink in the telescope can occur when advancing the transducer to the most distal section with the telescope function. This action causes a compressive force in the male telescope tubing that if not parallel to the friction from inserting the male into the female section, could bend the telescope and collapse the tubing, causing a kink. A kink in the sheath can occur in the procedure during advancement maneuvers inside the vessel and into the interest area, in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter, if the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. Since the device met all manufacturing specifications, it is most probable that the encountered kinks occurred during the procedure. Regarding the deformed guidewire exit port, it is also possible that since the device met all manufacturing specifications, this issue also occurred during the procedure. Moreover, it is possible that operational factors, such as user technique/handling during procedure could generate a constriction over the catheter increasing the friction between the guidewire and the exit port assembly may result in the damage observed, therefore, the most probable cause to the observed guidewire exit port damage is adverse event related to procedure. Based on the gathered information, it was not possible to confirm the reported allegations, the device performed as intended during the analysis and no damage was encountered that could be related to the event.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately calcified and mildly tortuous vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while doing the last run after viewing the implanted stent, the catheter was unable to be removed from the patient's body into the guide catheter. The catheter was pulled back with the buddy wire, and when the physician was about to advance a guidezilla guide extension catheter, the opticross was able to be dislodged and removed. The procedure was able to be completed using the opticross device. There were no patient complications reported.